Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient presented to local hospital with complaints of visual blurriness, dysarthria, and left-sided weakness since that morning. Patient was transferred to implanting hospital on the same day. Neuro consult on arrival at implanting hospital found nihss=2, ptosis and disconjugation of left eye. Follow-up neuro consult the next day found gaze palsy, no dysarthria. Patient was discharged from hospital to inpatient rehab sixteen days after and ten days later the patient was discharged home. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the site that the patient presented to local hospital on (B)(6) 2013 with complaints of visual blurriness, dysarthria, and left-sided weakness since that morning. Patient was transferred to implanting hospital on the same day. Neuro consult on arrival at implanting hospital found nihss=2, ptosis and disconjugation of left eye. Follow-up neuro consult on (B)(6) 2013 found gaze palsy, no dysarthria. Patient was discharged from hospital to inpatient rehab on (B)(6) 2013, and discharged from inpatient rehab to home on (B)(6) 2013. Patient seen in outpatient clinic on (B)(6) 2013 and symptoms had resolved. No additional information available.